Event description:
It was reported to boston scientific corp in 2007, that during an attempt to electrocauterize an esophageal bleed in a female pt (age unk) using an injection gold probe, "the tip came off the catheter inside the pt". The physician did not retrieve the tip as it "is expected to pass through the body naturally". The procedure was completed successfully with another injection gold probe. No pt complications were reported.

Manufacturer narrative:
An eval has not been performed; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A device history record review and complaint trend analysis are in progress; results will be provided in a f/u medwatch report.